Manufacturer narrative:
No over delivery anomalies noted during testing. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. Device passed the delivery accuracy test.monitored with the device communicating properly with sensor tester and the sensor transmitter.no suspend anomalies noted during testing; the suspend on low feature functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump did not suspend when it should have. The customer¿s blood glucose level was 59 mg/dl at the time of the incident. The customer used glucose tablets to treat. The customer believes the pump was over delivering as they heard clicks as if it was delivering when they had suspended delivery. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.